Manufacturer narrative:
The test strips were returned to qa for evaluation. The bottle contained a full count. When the bottle was removed from the baggie it made a popping noise and the lid opened. There was red fluid in bottle and the test strips were stuck together. It is unlikely the product left the manufacturing site in this condition. The retention reagent was satisfactory.

Event description:
The customer opened a new carton of contour next test strips and found the cap open on the bottle and the strips were wet. No adverse events were alleged. The test strips were returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.